Manufacturer narrative:
D3. Manufacturer email: (B)(4).

Event description:
It was reported that during pre-check of the console, there was an alignment issue with the micromanipulator which resulted in the inability to focus using the device. The procedure was then cancelled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
D3. Manufacturer email: (B)(4).

Event description:
It was reported that during pre-check of the console, there was an alignment issue with the micromanipulator which resulted in the inability to focus using the device. The procedure was then cancelled. Additional information received clarified the patient was not sedated when the procedure was cancelled. This event no longer meets reporting criteria.